Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.